Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and barbed suture was used. The surgeon is complaining about the suture, stating that in the last few cases, he has started to have a problem. The surgeon says that the needle was popping off the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * if possible please confirm the number of patients/events affected by this issue. * how many devices demonstrated the alleged deficiency on each involved patient event? * when did the needle detach or pull off from the suture: detached inside the package, during removal from the package, during handling prior to use on the patient, or during use on the patient? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.